Event description:
On (B)(6) 2014, the pt was treated for an abdominal aortic aneurysm using four gore excluder aaa endoprostheses (pxt281216/9007067, pxc181200/10893644, pxl161007/10922345, pxa280300/9726282) and one gore tri-lobe balloon catheter (bcl2645/11508433). The stent grafts were reportedly deployed as planned, and the patient tolerated the procedure without any reported complications. It was reported 2 hours after the surgery, the pt developed with losing consciousness, drop of blood pressure and breathing disorders, an emergency rescue was taking by using respirator and vasopressor drug, the pt was still without spontaneous breathing and the blood pressure was maintained in 60mmhg. A primary diagnosis was reportedly given by the physician as a surgical co-morbidities which resulted in dysfunction of breathing and cardiac function. At the night of (B)(6) 2014, the pt was reported expired.

Manufacturer narrative:
The review of the packaging paperwork verified that this lot met all pre-releases specifications. Results pending completion of imaging evaluation.